Event description:
Per the clinic, the patient experienced skin overgrowth. There was a skin revision under a general anaesthetic. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on sept 12, 2022.